Event description:
Needle got stuck in upper arm [device induced injury]. A pharmacist reported that pt who was using novofine due to diabetes mellitus (type and duration unk) experienced that a needle broke off during injection and got stuck in their upper arm. The pt was sent to the hosp by their physician (admission and discharge date unk). It is stated that the pt uses the needles for one or two injections. The outcome of the event is unk. Further info has been requested.